Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the locking mechanism assembly did not function properly as the device ran with safety engaged. It was further determined that the device had worn out pawls, pawls release, lock cylinder, wave washer and drive shaft. The assignable root cause was determined to be due to wear on various mechanical components and seal deterioration from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance testing, it was observed that the knurled knob would not secure on the motor device. During in-house engineering evaluation, it was observed that the device locking mechanism assembly did not function properly and the device ran with the safety engaged. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.